Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The case cracked behind the pump at the corner of the belt clip rails, cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that side of the battery compartment was cracked of the insulin pump. No harm requiring medical intervention was reported. Customer stated that insulin pump was dropped. The device will be returned for analysis.